Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the other healthcare professional, the consumer experienced a permanently decreased or reduction in sharpness of vision, which went from 6/6 to 6/9 after using contact lenses upgraded from the same manufacturer in a different material family. It was also reported that the lenses were correctly placed and fit in the eye; they were also not inside out. They tried to use the second set of boxes of lenses but with no improvement. The current status of the consumer¿s eye was improving because it was reported that the consumer¿s vision got instantly better when using another manufacturer's contact lens. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been updated in b.2., b.5., h.6. FDA code 2139 and imdrf code e083902 has been removed. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the facts available at this time. It is confirmed that there was no temporary or permanent damage to the user health and there was no permanent decrease in visual acuity. Consumer experienced over refraction when there was change in one family lens material to other lens material. This complaint is no longer considered as serious and reportable.